Manufacturer narrative:
(B)(4). Method: the complaint bc151 bubble CPAP interface tubing was returned to fisher & paykel healthcare in (B)(4) for investigation and was visually inspected. Results: visual inspection of the returned devices revealed that the tubing had been torn. Conclusion: the damaged is likely to have been caused by pulling of the tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc151-10 bubble CPAP interface tubing had broken during patient use. There was no reported patient consequence.